Event description:
It was reported that a pt being treated with v.a.c. Therapy for post traumatic wound infection allegedly experienced a worsening of the infection after the v.a.c. Therapy unit was turned off by the pt for an extended period of time without removing the v.a.c. Dressing. It was reported that the pt was admitted to the hospital for debridement of the wound and was prescribed IV antibiotics. The pt reported the issue resolved within 5 days.

Manufacturer narrative:
Info provided to kci indicated that the pt was experiencing a leak alarm and troubleshooting was performed which identified a leak at the dressing, the unit was functioning properly. It is reported that the pt became annoyed and turned the unit off without removing the dressing. It is unk how long the dressing was in place without active therapy. Multiple attempts (8/11/09, 8/14/09, 8/20/09, 8/21/09 and 8/27/09) have been made to obtain additional info regarding this event without success. This report is being filed as user error may have been a factor in the worsening of pt's already infected wound which required medical intervention. V.a.c. Therapy system labeling states, "never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician." The unit was tested in the field in 2009 and the same date the event was reported, and the unit was found to be functioning properly.